Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this patient had received six shocks post device change. It was not known weather the shocks were inappropriate or due to ventricular tachycardia. The patient was booked for a follow up to reprogram the device as anti tachycardia therapy was only working some of the time. The most recently information noted that the patient received six shocks once again for a conscious ventricular tachycardia at the hospital. The rhythm was reverted with medication. It was also noted that the system was infected. At this time the system remains implanted. No adverse patient effects were reported.

Event description:
Additional information received noted that this device was extracted due to an infection. The distal portions of the leads were left insitu, while the proximal portion of the lead will be returned along with the device. No additional adverse patient effects were reported.